Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "system error 105" alarm was confirmed and reproduced during evaluation caused by a failed motor (flex). The motor assembly was replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, baxter experienced system error 105 alarm. Any patient involvement or medical intervention is unknown since this was found during evaluation of the device. No additional information is available.